Event description:
I was hospitalized 6 days after having my lap band put in with extreme pain. And hospitalized as recent as last summer for the same. Local doctors didn't know what to do. Since then I have had pain, constant pain with no results from my bariatric doctor. Not to mention, I later found out the dr would I thought paid to have it put, it wasn't the one who did it. Someone that didn't have all his education yet they called dr tim. My blood sugars have gone through the roof and I am back on all medication they said I would be able to quit. I can't stand the pain or the constant puking. The dental problems from the puking.